Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient was undergoing a transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve via transaxillary approach. The case proceeded as planned with successful deployment of the s3ur valve at nominal volume. During withdrawal of the commander delivery system into the ascending aorta for post-deployment assessment, left ventricular (lv) wire position was lost, and the safari wire was pulled back into the ascending aorta. Post-deployment angiography demonstrated mild paravalvular leak (pvl). A decision was made to post-dilate the valve to address the pvl. The tavr valve was re-crossed with a safari guidewire and positioned in the left ventricle (lv). During attempted re-introduction of the commander delivery system across the valve, the tavr valve embolized into the lv. A decision was then made to convert to open surgical aortic valve replacement (savr) and retrieve the tavr valve from the lv. It was believed that the safari guidewire had crossed the aortic annulus outside of the tavr valve and was subsequently advanced into the lv during attempted re-crossing with the commander delivery system, resulting in embolization of the tavr valve into the lv.